Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 115 mg/dl at time of alarm.